Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that one of the two cubies assigned to house the key for ivs was empty, which caused the software to select the empty cubie. A technical support specialist (tss) advised de-assigning the cubie to prevent further issues, but the customer did not have the required permissions. The customer was informed that the tss could assist with issuing the key if needed, and they acknowledged the support offered. The pharmacy was later consulted to complete the task for the facility. The system functioned as intended after the tss assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed two cubies housing key for IV and one was empty, they sent them an empty bin, when tried to issue items the software selects the empty cubie. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.